Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6).

Event description:
It was reported the intellivue multi-measurement module x3 has a loudspeaker error. If the device still has sound is asked but unknown. It is unknown if the device was in user. There was no report of patient or user harm.

Manufacturer narrative:
The following functional tests were performed: the authorized service provider (asp) tested the device and determined the speaker and mainboard was defective and required replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker and mainboard. The reported problem was confirmed. The device was operational after the speaker and mainboard were replaced. The investigation concludes that no further action is required at this time.

Event description:
It was reported the intellivue multi-measurement module x3 has a loudspeaker error. A good faith effort attempt conducted confirmed the device was out of sound. The device was in use on a patient. There was no report of patient or user harm.